Event description:
It was reported that the maestro 4000 controller failed to halt radiofrequency (rf) delivery. During an ablation procedure, as they were ablating on the left anterior wall at 40w, the physician released the pressure on the foot pedal but the rf session did not stop as expected. The physician immediately stopped the session using the rf power control button on the remote control. No patient consequences occurred.